Manufacturer narrative:
Description of event: it was reported a 64-year-old, male patient required a rosch-uchida transjugular liver access set for a transjugular intrahepatic portosystemic shunt procedure. When the physician advanced the stent over the wire and through the sheath, the stent penetrated the inner wall of the sheath. The user stated that this was due to the sheath inner wall not being "smooth." The stent was then unable to be advanced or removed through the sheath. The whole device was removed and a new, similar device was used to complete the procedure successfully. Additionally, after the procedure, the physician cut the sheath to locate the stent but stated it still could not be removed due to penetration of the sheath. Photos of the complaint device provided by the customer showed unraveled inner coiling of the sheath. Investigation ¿ evaluation. A visual inspection and dimensional verification of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, and quality control procedures. One used 10fr introducer sheath was returned to cook in a damaged condition. From the distal end of the cap the six separate sections measure 2.3cm, 3.5cm, 4.5cm, 5.5cm, 6.0cm, and 18.0cm. The separation of the sheath resulted in inner coil exposure. The competitor's stent and catheter was partially inserted into the check-flo valve. The separation of the catheter was done by the physician when trying to remove the gore's stent from the introducer. Relevant measurements were taken and were within specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "how supplied: upon removal from package, inspect the product to ensure no damage has occurred." It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the device master record, device failure analysis, and design history file review, there is no indication the device was manufactured out of specification. It is possible that the gore stent and cook sheath's dimensions/tolerances were incompatible but cook was unable to confirm this. As there no evidence of nonconforming material in house or in the field, the cause of this event is component failure. Per the risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event info to report since the previous report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: this report is being sent to indicate the complaint event is not reportable. After additional review of the provided information and device analysis, it was determined that the observed damage to the sheath occurred when the physician cut the sheath and not during advancement of the ancillary device. There is no evidence to suggest that "difficult advancement of the ancillary device through the flexor sheath" would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h10.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6), male patient required a rosch-uchida transjugular liver access set for a transjugular intrahepatic portosystemic shunt procedure. When the physician advanced the stent over the wire and through the sheath, the stent penetrated the inner wall of the sheath. The user stated that this was due to the sheath inner wall not being "smooth." The stent was then unable to be advanced or removed through the sheath. The whole device was removed and a new, similar device was used to complete the procedure successfully. Additionally, after the procedure, the physician cut the sheath to locate the stent but stated it still could not be removed due to penetration of the sheath. Photos of the complaint device provided by the customer showed unraveled inner coiling of the sheath. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.